Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer reports falsely elevated architect clin chem magnesium assay results on two patients whose samples were tested on an architect c4000 analyzer. Controls were within specifications at the beginning of the shift. Patient 1((B)(6) male; diagnosed with a migraine): an initial result of greater than 6.0 mg/dl was generated. The customer diluted the sample, which resulted at a final concentration of 11.8 mg/dl that was reported from the lab. The patient was redrawn and this second sample also generated an initial result of greater than 6.0 mg/dl, which was diluted and tested with a result of around 11.0 mg/dl. This patient was started on an IV fluid based on the elevated result. There was no patient injury or adverse impact to patient care. Patient 2: an initial result of greater than 6.0 mg/dl was generated. The result was not reported out of the lab. At this point, the customer reran the control samples and they resulted in out of specification high results. The customer removed the magnesium reagent pack from the analyzer, which had 15 tests remaining. A fresh reagent pack of the same lot was placed on the analyzer. Controls were run and were within specifications. Both of patient 1's samples were then retested with results of 2.5 and 2.4 mg/dl. Corrected reports were issued. There was no harm to patient 1as a result of the IV infusion. Patient 2's sample was also retested and generated a result of 1.8 mg/dl that was reported from the lab. There was no impact to patient 2 due to this issue. The customer uses a normal reference range of 1.3 - 2.7 mg/dl. The customer then ran a ten point precision run with the fresh reagent pack, which met specifications.

Manufacturer narrative:
There were no returns provided for this evaluation. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual and the clin chem magnesium assay package insert contain information to address the current customer issue. A review of the architect c4000 instrument logs found that controls were out of specification following the calibration of the clin chem magnesium assay. Patient results using this calibration had result flags of "cntl", "high" or "> ." The failed controls were not retested before the patient samples in question were tested. The issue was resolved by using a new reagent cartridge of the same lot. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue was addressed through standard troubleshooting procedures.